Manufacturer narrative:
(B)(4).

Event description:
It was reported that an 840 ventilator's oxygen (o2) sensor was generating low oxygen readings. The ventilator was not in use on a patient at the time the event occurred.